Manufacturer narrative:
An error in the transmission of this follow up was discovered. The correct analysis results are now attached. Upon receipt, the lead under complaint was found cut approximately 10 cm distal to the is-1 connector pin. Three fragments including a proximal fragment of 10 cm length, a medial fragment of 4 cm length and a distal fragment of 42 cm length were received for analysis. The returned lead fragments were visually and electrically analyzed. The visual inspection of the medial fragment revealed severe deformations of the outer conductor coil which was found elongated. The inspection of the other two fragments showed that the insulation was, apart from the present cut, free of breaches. Further analysis of the returned fragments revealed a deformation of the lead body at 33.5 cm proximal to the lead tip. In this region the lead body was found squeezed and the inner conductor coil was deformed. Based on the characteristics, it is reasonable to assume that these damages resulted from a tight suture. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Per boston scientific, this lead was explanted due to a product performance issue.